Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, which was successfully reset without a recurrence of the malfunction code, allowing the customer to continue using the pump. The customer was advised to report back if the issue reoccurred.